Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on (B)(6) 2024, at 1426 hours, the pump had been initiated. The volume on the IV bag was 521 ml. The reservoir had been set to 524 ml, with a rate of 21.7 ml/hr for 24 hours. On (B)(6) 2024, at 1435 hours, the pump had stopped. Pump disconnected at 1603 hours. The reservoir was 0 and the rate was 21.7 ml/hr, and medication had still been remaining in the bag. There was no patient harm/adverse event reported.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.